Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found the keypad and labels intact, and evidence of fluid ingression at the base of the pump. A review of the event history log identified battery removed alarms in the history. Simulated use confirmed the reported problem. The pump was opened, and inspection found the main processor board corroded. The root cause of main processor board corrosion was unable to be determined. To mitigate the reported issue, the main processor board was replaced. This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4).

Event description:
Information was received indicating that a smiths medical cadd legacy pump exhibited a "battery removed" alarm. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.